Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v667635, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported having problems with her bladder, noting there was an infection. The date of onset was unknown. Cause, product issues, troubleshooting, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indication for use included urinary dysfunction.